Event description:
Related manufacturer reference number: 2017865-2022-06218. It was reported that the patient presented remotely via merli.net. Upon review of the transmission, the right atrial (ra) lead exhibited noise over-sensing resulting in inappropriate automatic mode switch episodes. On the other hand, the right ventricular (rv) lead exhibited signal artifact. No intervention was performed. The patient experienced no consequences.